Manufacturer narrative:
The item was received for evaluation in used condition. No discrepancies were detected visually, however occlusion was found between the tube and luer of the device when attempting to flush with a syringe. Root cause is attributed to incorrect amount of solvent applied during production. A device history record (DHR) review was conducted and no discrepancies were found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the liquid path was blocked during use. No patient injury was reported.